Manufacturer narrative:
One (1) pencil was returned for evaluation. Visual inspection indicates the pencil is in good condition, no fluids or debris. Functional testing was performed by pressing the cut and coag buttons on the pencil while checking the continuity output with a multimeter. All resistance readings were within specification. Also tested pencil using the lab generator, the pencil was plugged into the generator and both the cut and coag switches on the pencil were pressed to check for functionality of the device, both buttons functioned as intended. This unit was not disassembled so that the sample could be returned to new dean for further investigation. New dean findings: could not confirm any issue with the sample returned.

Event description:
A 1.0 cm x 0.5 cm burn was found post surgical on the leg of the patient. The drape that was over the patient was also burned. It appears that a device that was still hot was placed on the patient and/or activated while it was on the patient. Reported that lesion was "properly treated" with no detail provided. This report was identified during an internal review and determined to be reportable.